Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered inappropriate shocks and inappropriate anti-tachycardia pacing (atp) due to supraventricular tachycardia (svt) with rapid ventricular response (rvr). The first shock delivered accelerated the patient to ventricular fibrillation (vf) then converted on the second shock. Technical services (ts) recommended potential programming changes for this device. This ICD remains in service. No additional adverse patient effects were reported.